Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient fell two weeks prior to presenting to the emergency department. The patient experienced several seizure-like syncopal episodes that brought him to the emergency department. On telemetry, it was noted that he had ventricular non-capture. The device interrogation showed multiple ventricular high rate episodes, the right ventricular lead had switched to unipolar pacing and sensing polarity. The lead was capped and replaced. No further patient complications were reported as a result of this event.